Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised because it is not providing the patient with any distal length. The physician has recommended a scrotoplasty and changing of the implants.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the device was not providing the patient with any distal length. A scrotoplasty was performed. Then a new ipp device was implanted.